Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would not turn on. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Visual inspection found no observations related to the customer complaint. Global receiver functional testing resulted in no failures related to the customer complaint. A hardware error was observed on the receiver screen. A review of the receiver data log found hardware errors hwrf and screen error deeming this complaint reportable upon completion of the device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.